Event description:
Reporter indicated a vns pt had high lead impedance readings with vns systems and normal mode diagnostics tests. The vns was disabled. No trauma or device manipulation occurred. No pt adverse events were reported. The pt was scheduled for vns lead and generator replacement surgery on (B)(6) 2011 but this has not been confirmed. Attempts for additional info are in progress.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a death or serious injury.